Event description:
It was reported by service report that the when the fowler was in a flat position the scale was inaccurate. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Customer advised of repairs needed to fix the bed and provide a quote.